Manufacturer narrative:
DHR review for p99-190-tx06 lot tc21338 was conducted and all received parts were accepted. No ncr identified. Visual observation of the returned image confirmed the failure mode that the tip of the driver is broken. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Problem with paragon 28 cannulated screw driver (p99-190-tx06) was reported, where the driver broke during use. It was identified that this failure mode caused a delay in surgery for over 30 minutes.